Manufacturer narrative:
The user facility refused to return this damaged suture hook and therefore it is not expected for evaluation. However, a photo was received and visual examination of the photo confirmed the reported breakage. This is a limited reuse device, and the number of usage and detail of how the breakage occurred was not provided. A review of the device history records showed this lot was manufactured on july 9, 2012 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. In addition, a 2-year review of the device complaint history shows there have been no serious injury or death related to the reported breakage. The suture hook breakage is addressed in the IFU and risk analysis shows the risk level as acceptable. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. -avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was not returned from customer.

Event description:
The customer reported that during use of this spectrum ii suture hook, 90 degree right in a shoulder arthroscopy procedure on (B)(6) 2013, the tip of the hook broke off inside the surgical site and was not visible arthroscopically. With the use of x-ray, the surgeon was able to locate the broken hook, which was embedded deep in the tissues. This required the surgeon to perform an open procedure, so that he could dissect the tissues in order to remove the broken hook. After 2.5 hours delay, the hook was successfully removed and the procedure completed with no further complications. The (B)(6) years old, male patient was discharged as per routine procedure.